Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 259 mg/dl with drowsiness. During troubleshooting the reporter alleged that the pump had an intermittent power issue. This complaint is being reported as the alleged power issue may have resulted in underdelivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: the power complaint was verified in the history but could not be duplicated during testing. Unexplained power on resets observed in the black box on (B)(6) 2016 18:53; deliveries resumed at 19:06. No damage found to returned battery cap. Returned battery cap is able to fully attach to the pump and was used to complete a 24 hr duration test; no power interruptions were duplicated during this time. The returned battery cap contact measurements are in specification.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.